Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Retain strips of specified lot were tested with reference meter and passed testing with no failures detected. Actual product was not returned. If either meter or strips is returned, arkray will evaluate the product and file a follow-up report.

Event description:
Caller reported that the glucose meter is new, and she purchased 200 test strips. The caller then stated that she had been in the hospital because of a diabetic coma. The rep asked if the hospital visit was in relation to the meter and the customer stated, "well the meter didn't work, I know that much". The rep then asked more about the adverse event and the caller simply stated she went into a coma and she didn't even know she was a diabetic. The caller was uncooperative in answering any more questions regarding the event. Caller indicated the hospital visit was in relation to the meter "not working," but would not elaborate on the event. Arkray attempted to gather information and request the return of meter from the customer, but customer refused and discarded product.